Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system froze. The procedure was completed successfully without the use of navigation, and without a delay; no adverse consequences or medical interventions were reported.

Manufacturer narrative:
The reported event of freezed system and unable to access into navigation screen cannot be confirmed as no log files were available for evaluation.

Event description:
It was reported that during a surgical procedure conducted at the user facility the navigation system froze. The procedure was completed successfully without the use of navigation, and without a delay; no adverse consequences or medical interventions were reported.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the navigation system froze. The procedure was completed successfully without the use of navigation, and without a delay; no adverse consequences or medical interventions were reported.